Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully deployed. The needles, sutures and the knot pusher were not returned, limiting the scope of the investigation. However, it was reported that the rail end of the suture was not loaded properly and resulted in a dissection of the artery. Per instructions for use, it states that after loading the rail suture into the knot pusher, continue to advance the knot forward to the arteriotomy. With the rail suture limb securely wrapped around the left forefinger, the knot pusher is placed under the left thumb to assume a single-handed position to complete knot advancement. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no similar complaints within this lot.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps. (B)(6). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of a common femoral artery after an interventional percutaneous valve procedure. Reportedly, the knot pusher was advanced; but it was not placed over the rail suture causing it to enter the artery resulting in a dissection. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.